Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. No specific patient information regarding events has been provided. Attempts are being made to obtain the following information. If further details are received at the later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon products used in this procedure? Citation: pak j med sci 2014;30(1):153-156. Doi: http://dx.doi.org/10.12669/pjms.301.3201. (B)(4).

Event description:
It was reported via journal article: ¿title: open dismembered pyeloplasty for uretero-pelvic junction obstruction¿ author(s): shahnawaz, shahzad ali, iqbal shahzad, muhammad umar baloch citation: pak j med sci 2014;30(1):153-156. Doi: http://dx.doi.org/10.12669/pjms.301.3201 this retrospective study aimed to present the experiences with open open dismembered pyeloplasty for uretero-pelvic junction obstruction. During the period of 5 and a half years, from may2006 to dec2011, 13 patients (n=8 male and n=5 female; ages 16-35 years) with uretero-pelvic junction obstruction underwent open dismembered reduction pyeloplasty. In the procedure, fine stay sutures were placed at the anterior portion of proximal ureter so that it might not twist and at the upper and lower ends of pelvis. When obstructed ureteo-pelvic junction was separated out, repair was carried out using 3/0 vicryl interrupted sutures. Postoperative complication included 2 patients who developed fever and urinary tract infection, and haematuria (n=1) which was conservatively managed. None of the patients in the series developed recurrence or failure.